Event description:
During a follow up on (B)(6) 2020, loss of capture and high impedance were reported. The lead had switched from bipolar to unipolar. Lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a cut into the insulation (20cm distal to the is-1 connector pin) was found, which most likely occurred during the surgery procedure. A mechanical and electrical analysis of the lead did not show any deviations which might have led to the reported dislodgement and reported electric values. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.